Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that an introducer from a piccline ECG kit is deformed (as if it had melted). There were no adverse effects on the patient as the anesthetist visually identified the defect prior to insertion; another piccline kit was opened to complete the procedure without incident, apart from a delay.